Event description:
It was reported that post-implant procedure programming, an alert for potential damage to the high-voltage circuit was noted on the device. It was suspected that the alert occurred during the implant due to interference disconnection of the device and lead, inappropriately detecting ventricular tachycardia and delivering discharge therapy. There were no adverse health consequences, the patient was stable. The device remains implanted.